Event description:
There has been no new event information received since the last report was submitted.

Manufacturer narrative:
Investigation/evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. One device was returned for investigation. The returned packaging confirms lot number 7494190. The device was returned with the handle in the closed position and the basket formation partially open. The male luer lock adapter (mlla) is tight. The collet knob is tight and secure. The polyethylene terephthalate tubing (pett) measures 3.5 cm in length. Visual examination noted there are no kinks or damage in the basket sheath. The support sheath and basket sheath are still adhered. Functional testing determined the handle actuates the basket formation to the opened position, but when closing, the basket formation does not close completely. The handle was disassembled. Functional testing found the basket formation can be manually actuated to the opened and closed positions. The handle was reset and reassembled. Functional testing was performed and noted the handle actuates basket formation properly. A review of the device history record found there were no non-conformances. A review of complaint history records shows there are no other complaints that have been associated with the complaint device lot number 7494190. The instructions for use (IFU) contains the following information to the user related to the reported failure mode: caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint device was found to have a basket that would not fully close. No damage to the device was found. The investigation conclusion is cause traced to design; human factors engineering ¿ device difficult to assemble. Measures have been initiated to address this failure mode. Actions have been identified for the issue, but were not yet implemented at the time this device was manufactured. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). PMA/510(k) # - exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during preparation for a ureteroscopy procedure the ngage nitinol stone extractor did not close. Another ngage nitinol stone extractor was opened and used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence additional information was provided on 17jan2019. As the problem with product was identified when they opened the packaging and they saw product doesn¿t open properly, additional information regarding patient age/weight, health history, or concomitant devices was not noted and therefore is unable to be provided.